Event description:
Customer reported missed antibodies, including anti-fya and anti-jka, during screening on the echo

Manufacturer narrative:
Instrument images were reviewed via blud direct and were consistent with the complaint. The customer did not provide additional information, or return sample for testing.